Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump has a partial display. The insulin pump was not bumped or dropped. Missing segments during selftest. The customer used a new battery and the anomaly persists. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received missing segments due to cracked lcd zebra connector also, with severely scratched display window. The insulin pump had cracked battery tube threads and broken reservoir tube lip.